Manufacturer narrative:
Svc will be dispatched to replace the cpu and wheel assemblies, if required. Svc will also check and/or perform full wheel alignment, which is required for proper operation of the device. A report of field svc activity (sar) and a device checkout record (fcr) will be forwarded to the complaint handling unit (chu) per standard operating procedure. Any replaced parts (i.e. Cpu and/or wheel assembly) will be evaluated once returned to the mfg location to confirm or deny the reported issue, and the results of this review will be forwarded to the chu for inclusion in complaint records, and for further f/u activities, if required.

Event description:
User reported that the spokes on both the left and right side wheels are loose, and have been that way for approx two (2) weeks. The user also noted that sometimes when he pushes forward, it seems to lock up, and sometimes when he tried to back up, the chair does a 360 turn to the right. While no injury was reported as a result of these events, if this event were to recur, there is a potential to cause serious injury to the user.